Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 2907 to the reportable issue of suture detached. A speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found all bands present on the ligator head with some of the bands were moved out of its original position. It was also noticed that the ligator teeth were bent. The suture was broken with one section is attached to the trip wire loop and the other section was attached to the ligator head. The trip wire was completely rolled in the handle assembly and secured in the handle assembly slot when received. No visible issue was noted with the handle assembly. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. The suture detached from its position can cause that it gets entangled with the bands which can result in difficult to rotate the handle, consequently issues to deploy the bands, continued attempts to rotate the handle in order to release the bands can cause the suture breakage. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would no deploy after suction was performed. Reportedly, after endoscopic observation, four bands were not equipped with the release of the suture. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would no deploy after suction was performed. Reportedly, after endoscopic observation, four bands were not equipped with the release of the suture. The procedure was completed with a different device. There were no patient complications reported as a result of this event.